Event description:
The customer reported that during an htlv I/ii assay, a sample barcode in position a12 was misread. The customer also reported that during a hepatitis core assay a sample barcode in position a11 was misread. Summit sample handler was in use during both misreads. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-03033-07.